Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implant date (2021 reports): implanted date: device was not implanted. Explant date (2021 reports): explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the tr band was releasing air post cardiac prior to adding the syringe. The patient condition was fine. The procedure outcome was a success. There was no patient injury, medical/surgical intervention required.